Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the physician found the dilator tip split and frayed. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Signs of use were observed on the returned component. Visual inspection of the dilator revealed the tip was deformed. Additional stress marks were observed near the tip. This damage is consistent with undue force applied to the dilator during an attempted insertion. The dilator body length measured 8 1/4", which is within the specifications of 8 1/32"-8 9/32" per product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "thread tapered tip of dilator/access device assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel." A lab inventory guide wire was threaded fully through the returned dilator with minimal resistance. Manufacturing was contacted as part of this complaint investigation. They indicated that the damage observed on this dilator is not consistent with damage resulting from the tipping process, and all dilators are inspected after tipping. Therefore, the damage observed is consistent with undue force being applied on the dilator during use. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was deformed. The appearance of this damage is consistent with undue force being applied on the dilator during an attempted insertion. The dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During the procedure, the physician found the dilator tip split and frayed. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.